Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis leading to no delivery alarms on (B)(6) 2019 with blood glucose level of more than 319 mg/dl. The customer was treated with insulin drip, fluids and nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined the troubleshooting for the high blood glucose. Customer stated that the insulin exited. Customer reported that alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. The insulin pump will be returned for analysis.